Event description:
During a laparoscopic inguinal hernia procedure, the device was causing a significant amount of bleeding and was not properly anchoring anchors into the mesh. The anchors would not hold. Or time was increased by 30 minutes. There was no additional patient consequence.